Event description:
It was reported that two er320 were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the instruments do not fire. There was no consequence to the pt.